Event description:
We received an allegation of a questionable inr result for 1 patient tested with a coaguchek xs meter serial number (B)(4), compared to an unknown laboratory method. The meter result at 1:30 pm was 3.8 inr. The result from the laboratory at 2:30 pm was 3.2 inr. The meter result at 9:03 am was 4.2 inr. The result from the laboratory at 10:00 am was 3.2 inr. The patient tests every two weeks and has a therapeutic range of 2 inr to 3 inr.

Manufacturer narrative:
Occupation is patient/consumer. The product was requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Per product labeling, coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.